Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the on site evaluation, the complaint was confirmed and the cause was traced to a component failure.

Manufacturer narrative:
Corrected information: report source and evaluation codes.

Event description:
A customer reported to fresenius mexico that a 2008k machine experienced ongoing access leakage during treatment and the rate of ultrafiltration was decreased, while a patient was in treatment. The patient completed treatment on the same machine without incident. There was no indication of patient harm, or adverse event. A fresenius mexico technician was scheduled to service the reported machine. Upon inspection the technician found that the battery of the snaphat on the functional board was damaged. The battery was replaced. The machine was tested and passed. The system was confirmed not to have errors. This report was received from fresenius mexico.

Manufacturer narrative:
Additional information: event description. Corrected information: preexisting medical conditions.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius mexico that a 2008k machine experienced ongoing access leakage during treatment and the rate of ultrafiltration was decreased, while a patient was in treatment. The patient completed treatment on the same machine without incident. There was no indication of patient harm, or adverse event. A fresenius mexico technician was scheduled to service the reported machine. Additional information has been requested, however, to this date a response has not been received. This report was received from a list supplied by fresenius mexico.